Event description:
It was later reported that low impedance was not seen, it was mistaken by the rep as low output was seen, which is expected with high impedance events. The report of low impedance was an invalid report. No other relevant information has been received to date.

Event description:
Further information was received indicating that patient was seen with low impedance, rep assumes lead fracture, request for xray assessment. An xray assessment was completed. Based on the x-rays received, the cause of the high impedance cannot be determined. Continuity of the lead in the neck and vagus nerve area cannot be assessed and therefore, gross fractures, discontinuities in this area cannot be ruled out as contributory. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient was seen in clinic and presented with high lead impedance and was referred for x-rays. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.